Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: during a transforaminal lumbar interbody fusion procedure on (B)(6) 2013, the pin in the transforaminal posterior atraumatic lumbar spacer applicator handle got stuck and the pin in the matrix distractor rack came loose. There was no harm to the patient, neither a real prolongation of the surgery. The patient was a (B)(6), non-smoker. Both instruments failed during surgery under normal conditions. No extreme forces were used. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. The product development evaluation showed the applicator inner shaft was jammed in the applicator outer shaft. The part number and lot number of applicator inner shaft were only visible after removing the jammed applicator inner shaft, using a bench vice and a hammer. A visual check was performed. The tip of the applicator inner shaft was broken. The broken tip was missing. Four plastic deformations were present on the cranial side of the groove of the applicator inner shaft. These deformations are so important, that they caused the applicator inner shaft to be jammed in the applicator outer shaft. No design related issues that would have contributed to this complaint were found. The deformations were probably due to overloading and wear of the parts. Potential factors may be overloading of instrument.